Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that pre-operatively, the site was merging images for a case and after verifying merge and clicking 'done', the system unexpectedly shutdown. This happened two times in a row. It worked normally the third time. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.